Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose was 498 mg/dl. The customer reported treating their blood glucose with the insulin pump. Customer also reported adhesive issues with the infusion set. It was also found the customer went through the airport x-ray while connected to the insulin pump. The customer also reported wasting two reservoirs. Customer declined to return the product for analysis.